Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The contribution of the device to the reported event could not be determined as the device was not returned for evaluation therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. This type of event is typically caused by nicking the suture with another instrument and/or fraying from sharp edge of the bone tunnel. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Device requested but not being returned.

Event description:
It was reported that during a lateral meniscus tear procedure the speedcinch, curved needle with two peek implants and 2-fiberwire was used. The meniscus measurement was 18mm. The surgeon inserted the needle and pressed the button #1 completely and brought the needle out the meniscus and pressed button #2. The surgeon squeezed the trigger until the first click was felt and advanced the needle through the meniscus. The surgeon pressed a full click and deployed the #2 implant. The suture broke-off the #2 implant upon removal of the needle from the meniscus. The surgeon then used a shaver to remove the suture in the joint. The implants are behind the meniscus, but are not secured. The surgeon completed the procedure by using another manufacturer's product.